Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During the atrial fibrillation procedure with pulsed field ablation, when the catheter was inserted, air entered the syringe during flushing. Visual inspection revealed that the hemostatic valve appeared loose and widened. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.